Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with the naked eye noted a hole in the silicone tubing. Leak testing noted leaks through hole in the silicone tubing. The reported issue was verified. The cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was cracked and leaked liquid at the twist clamp during peritoneal dialysis therapy. This issue was identified after treatment. The patient replaced a new product to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.